Manufacturer narrative:
Medical device expiration date: unknown device manufacture date: unknown (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system leaked blood. The following information was provided by the initial reporter: on 9/22 the medical oncology nurse used the closed venous indwelling needle to perform venipuncture for the patient. After successful puncture, it was found that the patient's blood returned along the needle core and flowed out of the septum after withdrawing the needle.